Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02624. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on all contacts. Reprogramming was initially able to provide effective therapy. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02624. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02624.